Event description:
It was reported that the sheath cannot be detached from the catheter. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective microintroducer sheath is confirmed and was determined to be related to the manufacture of the product. One powerpicc solo catheter attached to a 4.5 fr microintroducer sheath was returned for evaluation. An initial visual observation of the returned devices showed blood residues throughout the catheter and microintroducer. An orange ring was observed to be around the catheter from the microintroducer handle. A microscopic observation revealed the orange tab to have a plastic ring around the catheter after it had been pulled from its opposite tab. Material deformation was observed along the inside of the orange pull tab. This failure was determined to be caused by the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 11/01/2025: no pieces were retained in the patient, no harm or injury reported.